Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) pressure does not increase. There were no casualties.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site postal code: 74130). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse connected the unit to a trainer. The pressure valve was normal. The pressure cable was normal and could properly read pressure value. The fse connected the pressure simulator to the unit and determined that it could properly read values. The fse performed all functional and safety checks to meet factory specifications. The iabp could be used normally.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).